Event description:
Received a voluntary medwatch from a (B)(6) of surgical service, who reported a pt underwent uneventful bilateral lasik. The pt was advised to use shields at bedtime or when sleeping. The pt elected to use swim goggles instead, bumped the right eye with the goggles, dislocated the flap. The pt returned to the lasik center for flap lift and stretch. A bandage contact lens was placed in the right eye and the flap was in good position. No dlk (diffuse lamellar keratitis was noted. Add'l info from uf report: pt underwent uneventful lasik on (B)(6) 2012. Pt advised to use shields hs or when sleeping. Pt returned to center with flap lift and stretch on (B)(6) 2012. Vasc at one-day post flap lift od 20/25+3. Bcl in place od. Flap is good position. No dlk. Vasc os 20/20.

Manufacturer narrative:
Event and root cause is unrelated to product. No technical eval of the device was performed. (B)(4). (B)(6).